Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub was broken. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks failure analysis investigation also found the following damages: the distal pulleys had an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of the instrument's main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the instrument's distal pulley and main tube were likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable, pulley and main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure modes were to recur. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon was unable to manipulate the prograsp forceps instrument and the wires on the instrument were frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.